Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was static and inaccurate. Customer's blood glucose was 140 mg/dl. Customer continued to use the existing cartridge. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 515 mg/dl. Cause was not known. A correction bolus was delivered to address bg and insulin delivery was resumed.